Event description:
Related manufacturer report number: 2017865-2025-14627. It was reported during in clinic follow up that the implantable cardioverter defibrillator had migrated in position. Prior pocket revision, it was found that the atrial lead exhibited noise and low pacing impedance. Upon moving the generator, it was noted that there was an insulation breach on the ra lead. The physician used medical adhesive and suture sleeves to repair the breach, which resolved the noise and increased impedance measurement. The device was repositioned and the case was completed successfully. There were no patient consequences.

Manufacturer narrative:
Correction: component code update.